Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window. The device passed the prime, displacement and basic occlusion test. No error alarm noted.

Event description:
Customer reported his insulin pump started squirting out insulin before the piston hit the end of the reservoir. Insulin is squirting out during the manual prime process. Insulin continues to drip after the motor stops. Customer had to remove the reservoir to stop it. Customer's blood glucose is 164 mg/dl. The drive support cap appeared normal. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.